Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised due to trunnionosis leading to dissociation of the head from the stem. The stem, head and liner were revised to a competitor stem and head with a stryker liner. Rep confirmed there were no allegations against the revised liner. Rep will provide all images and documents available from the hospital and surgeon upon request.